Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection verified the reported device and lot via packaging. Insulation about the distal electrode tip appeared to be charred/melted. The electrode appeared deformed and this was likely caused by excessive heat. Within this lot of (B)(4) devices, there have been no prior complaints. A review of the manufacturing documents from the DHR has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year historical complaint review revealed one similar complaint has been received for the device family. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and found to be acceptable. The instructions for use advise the customer of the following. -use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. -inspect and test each device before each use. -verify the electrode is fully and securely seated in the handpiece before use. -do not use the device if there is visual damage to the exterior of the device such as a crack or damaged plastic. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported during a thyroglossal duct cyst removal procedure using a 138105 disposable electrode, the plastic tip melted when set on 30 coag/30 cut. This report of "melted" did not adversely affect the patient. The procedure was completed using an alternative device with no report of surgical delay. This report is raised on the basis of a device malfunction with potential for injury with recurrence.